Manufacturer narrative:
The field service engineer checked the analyzer fluidics and vacuum. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas 8000 cobas ise module. The initial na result was 116 mmol/l. The customer questioned the result and repeated the sample. The repeat result was 126 mmol/l. A new sample was collected and tested on another module. The na results were 119 mmol/l and 120 mmol/l. The result of 119 mmol/l was deemed correct. No questionable results were reported outside of the laboratory. It is unknown if the first sample was tested and repeated in the primary tube. Clarification was requested but not provided. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
Calibration was last performed on 11-oct-2022. Qc data was provided and appears to be acceptable based on the appearance of the chart; however, target means and ranges were not provided. The investigation did not identify a product problem. The root cause of the event could not be determined.